Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the patient's esophagus. When the delivery system was removed from the patient, the patient had a coughing episode and the capsule was found in the patient's mouth. No injury to the patient was reported.

Manufacturer narrative:
.